Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's father reported that the down arrow keypad button was unresponsive when pressed. At the time of troubleshooting, the reporter confirmed the keypad was intact. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the contrast, down arrow, and up arrow key contacts.